Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. On (B)(6) 2020 it was reported that the patient experienced seizures, gi (gastrointestinal) symptoms, pain, clonus and priapism. The environmental, external or patient factors that may have led or contributed to the issue, the diagnostics and troubleshooting as well as the actions and interventions taken to resolve the issue was noted as ¿n/a¿¿. Surgical intervention did not occur but was planned and scheduled for (B)(6) 2020. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.